Event description:
Pt started having seizures-unknown date. The pt was then hospialized in 2003 with symptoms of slight memory loss and sweating. An MRI, CT of the brain, and other tests were performed while the pt was in the hospital-all results were "inconclusive." A roller study and a dye study were negative. The hcp doesn't believe this was a pump overdose situation because of the low dose of medication given to the pt. Although inconclusive, the symptoms are thought to be from a seizure. The pt is being referred to another neurologist.